Event description:
It was reported that the patient had never received therapeutic effect. They had less than 50% therapy relief at their lead location. The patient was feeling stimulation in their anterior legs and not in their posterior legs which is where their pain was. The patient also did not feel stimulation in their low back where they had pain. The patient felt more stimulation in their left leg than their right leg and the pain was worse in their right leg. The patient had been reprogrammed several times. The patient was reprogrammed on (B)(6) 2014. They were given new groups and programs. After the reprogramming on (B)(6) the patient was feeling stimulation much better in their low back and upper buttock area. Impedance testing was performed and x-rays were taken at that time. The impedances were within normal limits. X-rays showed that the leads had not moved and the implantable neurostimulator (ins) and leads were intact. The connections looked good. After some time it was decided to revise the patient¿s leads to try and get stimulation in the back of their legs. The patient noted that if they were unable to get stimulation in the back of their legs they would get their device removed. The patient¿s ins site was also sore. The pocket location was causing them discomfort. The patient¿s leads were revised on (B)(6) 2015. At the revision impedance testing was performed and x-rays and reprogramming were done. The revision was performed because the device had not been helping in the patient¿s right posterior leg; all of the stimulation was anterior. It was noted that repositioning of the existing lead did not garner improved coverage at the time of the report. A new ins pocket was made superior to the existing pocket and using the same incision. The patient was satisfied with the low back coverage they had from their existing leads. The patient noted in post-op that they were having some improvement in their pocket and right leg pain.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v831346, implanted: (B)(6) 2013, product type: lead; product ID 3888-33, lot# va06mg2, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# v849273, implanted: (B)(6) 2013, product type: lead; product ID 3487a-56, lot# v831346, implanted: (B)(6) 2013, product type: lead; product ID 3888-33, lot# va06mg2, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# v849273, implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).